Manufacturer narrative:
B.5. Additional information.medtronic received additional information that the valve itself was not used but the sterile cardiopulmonary bypass (cpb) pump pack was used and not replaced. Device evaluation: visual inspection showed the tubing is separated from one end of the device. Additional visual inspection under magnification showed evidence of solvent residue. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a crack or break was found in the custom tubing pack when the sterile pack was opened. The crack was located on page 5, line 5, and the product was broken in half. There was no noted damage to the packaging, and nothing else was damaged within the pack. The use of the device was continued to complete the case. There was no adverse patient effect associated with this event.